Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. During troubleshooting, the fse found that both host pc and ippc had problem with boot up. The fse replaced the host pc and ippc (image processing pc) with hard disk drive. After replacement of the host pc, ippc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.